Manufacturer narrative:
Investigation reports are pending from the contract manufacturers.

Event description:
Patient states needle was defective and medication spilled out during injection. The pharmacist had received a call from the patient asking if the firazyr needle had changed. The patient had been receiving brand firazyr for quite some time to treat her attacks. After experiencing an attack last night, the patient attempted to treat with her firazyr. She noticed the the firazyr box looked different than what she was used to. She tried her normal injection technique however after pushing it, all of the liquid oozed out of the side and went all over her stomach. She did not believe she received any dose and was afraid to use the other syringes that were supplied to her as they looked the same as the "different needle." Therefore she was not able to treat her attack. She did not know if it was defective but the needle was not a good fit for the syringe and was different from her normal syringe as it did not seem to fit as previous needle. The patient provided to the pharmacist that she read this needle was 25 gauge. It was further described as salmon colored & was a k-pac ii needle.

Manufacturer narrative:
Complaint sample was not returned for investigation. The complaint cannot be confirmed by cmo's point of view. From the batch record review, inspections and notifications, no deviations or abnormalities were noted during production related to the complaint. No root cause related to production activities could be determined as all tested retention samples were according to the internal specifications.

Event description:
Patient states needle was defective and medication spilled out during injection. The pharmacist had received a call from the patient asking if the firazyr needle had changed. The patient had been receiving brand firazyr for quite some time to treat her attacks. After experiencing an attack last night, the patient attempted to treat with her firazyr. She noticed the the firazyr box looked different than what she was used to. She tried her normal injection technique however after pushing it, all of the liquid oozed out of the side and went all over her stomach. She did not believe she received any dose and was afraid to use the other syringes that were supplied to her as they looked the same as the "different needle." Therefore she was not able to treat her attack. She did not know if it was defective but the needle was not a good fit for the syringe and was different from her normal syringe as it did not seem to fit as previous needle. The patient provided to the pharmacist that she read this needle was 25 gauge. It was further described as salmon colored & was a k-pac ii needle.